Event description:
It was reported that one day post implantable pulse generator (ipg) replacement procedure the right ventricular (rv) lead exhibited a pacing and sensing failure, was suspected to be dislodged and was explanted and replaced. It was further reported that during the rv replacement the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted:(B)(6) 2021. If information is provided in the future, a supplemental report will be issued.